Event description:
Additional information indicated that they assume the issue has been resolved, but patient has not reached out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they have been getting a message on their controller for the past 3 days that says settings not available, cannot provide your desired intensity settings. Caller added that they tried resetting the controller battery, but that did not resolve the issue. Caller noted they've tried their different program groups but have the same result. Agent reviewed the message with the caller and redirected to their healthcare provider to further address the issue and have the implant interrogated. No symptoms were reported. Additional information was received, it was reported the patient's issue concerned the controller for their stimulator and the intensity level not working. They had three channels, a, b and c. Both have two subchannels. Prior to the intensity being frozen the intensity levels on the stimulator worked perfectly. The steps taken to fix the freezing was to call the help desk. The help desk could not fix it and told them to call a technician. The technician could not reset it to before the freezing. The pain could not be reduced until the reset was close to what it was before the freezing. The technician could not reset because of there was a blown connection. The technician did a work around. However, they were still having pain that they did not have before. The patient was going to schedule an appointment at the doctor's office. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient just needed to be reprogrammed and was being seen on (B)(6) 2024.